Manufacturer narrative:
A device history record is not available due to insufficient device data. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "left breast implant breakage."

Event description:
Patient representative reported "left breast implant breakage." The device has been explanted and replaced.